Manufacturer narrative:
This medical device report is being submitted as part of the actions taken by biotissue holdings inc. (Bthi) in response to FDA investigator feedback and a 483 observation received 18feb2026 regarding not submitting MDR report within 30 days of being aware of information that reasonably suggested that a marketed device may have caused or contributed to death or serious injury. During the inspection, feedback and additional information were provided regarding the need to initiate mdrs for adverse event cases where any medical or surgical treatment was provided even when the causal relationship to the device is not evident, even when the adverse event is self-limited, and even when such events may arise from underlying patient conditions rather than device malfunction or performance concerns. The feedback received expanded the reportability criterion bthi was following based on 21 cfr 803 regulation. As bthi is fully committed to compliance with FDA reporting requirements, a retrospective review of adverse events since the last inspection ((B)(6) 2024) was completed. In this look back, adverse event cases already investigated and determined not reportable were reassessed per the expanded criteria provided during the inspection that redefined as reportable cases where medical or surgical treatment was provided, regardless of clinical outcome or relationship to device performance. The review identified adverse events investigated between (B)(6) 2024 and (B)(6) 2026 that, upon reassessment, met the expanded criteria for reportability. This MDR submission date falls outside the standard 30 day reporting requirement from the awareness date of the adverse events as they were identified reportable per the expanded scope and criteria received post-inspection (B)(6) 2026.

Event description:
On (B)(6) 2025, a prokera slim was placed into the eye of a patient for treatment of recurrent corneal erosion (rce). The eye was reported to have not been debrided to remove any loose epithelium prior to pks treatment as is sometimes performed with rce. Additionally, the eye was reported to have not been taped (tarsorrhaphy) after pks insertion. The patient complained of redness, inflammation and irritation within 2 hours of device placement. The patient returned to the office and the device was removed. Upon device removal, no other findings were observed, although it was noted that the existing rce related abrasion was still present on the ocular surface. The patient was placed on steroids. The patient returned to office for follow-up appointments on (B)(6) 2025 with pain and redness having subsided.